Manufacturer narrative:
Event date is approximate. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that every time the patient went through a theft detector, the patient would feel a shock since about a week ago. The patient stated they were confused why that was happening, so they contacted their healthcare provider¿s office. The healthcare provider¿s office directed them to call in to further inquire why they were getting shocked when passing through theft detectors. It was reviewed to consider turning the ins off prior to passing through theft detectors, and turning it back on after passing through. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.